Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed, as there was a an image of an xray provided, which shows a plate fracture, though the rib number and visibility of the screws are hard to assess based on the quality of the image. The DHR was not reviewed due to the lot number being unknown. There are no indications of manufacturing defects. For this part (76-2601) and the previous one year (from the notification date), there is a complaint rate of 0.034% which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint cannot be determined, though the smoking and poor bone healing may have been contributing factors. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device evaluated by manufacturer - the investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a plate fractured post-operatively. This was found via CT chest with contrast ordered (B)(6) 2019 with comparison study (B)(6) 2018. The fixation plate fractured on the left seventh rib with overlap of the bone fragments. Attempts have been made and no further information has been provided.